Manufacturer narrative:
Device manufacturing records were reviewed. Review of the device history records confirmed sterilization was performed prior to distribution for the generator and lead.

Event description:
It was reported that the explanted lead was not available for return. Sterilization records for the explanted lead and generator were performed and were found to be sterile upon release for sale.

Event description:
The infection was believed to have cleared so the patient was taken off antibiotics. After a week post-explant, the patient presented with pus and blood at the neck incision site. The patient was placed back on antibiotics and was admitted to the hospital on (B)(6) 2015. While in the hospital, the patient was told that the "remaining coil" was infected. The patient was released on (B)(6) 2015. The patient has not been re-implanted to date.

Event description:
The physician reported that the incision did not heal correctly. The patient reported that pathology identified infected material and "bugs" in the lead. The patient reported that the physician plans to reimplant another vns system in approximately six months.

Event description:
Additional information was received from the patient stating that her incision was ¿getting larger and a large blister formed.¿ follow-up with the surgeon¿s office revealed that the patient was seen on (B)(6) 2015. The incision site was still infected and discharge was noted. The patient later reported that the infection reportedly cleared but reoccurred. The physician stated that the lead electrodes needed to be removed from the nerve to clear the infection. No known surgical interventions have occurred to date.

Manufacturer narrative:
"It was reported that the patient had a dime-sized hole exposing the generator as well as infection at the leads." This information was inadvertently left off of supplemental MFR. Report #01.

Event description:
It was reported that the patient had a dime-sized hole exposing the generator as well as infection at the leads. The patient reported that the infection was (B)(6).

Event description:
The patient reported that she had developed an infection at the generator site, confirmed by her primary care physician. The patient had generator replacement surgery on (B)(6) 2015. The patient noted that it has been swollen since just shortly after implant and the primary care physician was concerned that it was (B)(6) . The patient was given an antibiotics shot and prescribed a 28-day regiment of antibiotics. The surgeon's office was aware of the infection. The surgeon reported seeing the patient a week prior and showed no signs of infection at that time.